Event description:
Customer reported discrepant results with patient's rh d performed in the mts abd/rev gel cards. Customer reports that the patient in question had a negative rh typing performed in the mts abd/rev gel card lot# 022713037-31 on board the provue on (B)(6) 2013. Patient was then tested on (B)(6) 2014 on board the provue and a 2+ reaction was noted in the anti-d microwell to the mts abd/rev gel card lot# 080713037-16. Test was repeated and the same result was observed. Sample was tested and found to be negative for the direct coombs test. No previous blood typing prior to the testing on (B)(6) 2013. Customer does not have any previous transfusions on file for the patient in question. Patient confirmed to be currently pregnant. Gestation of pregnancy not provided. Customer confirmed that qc was acceptable on the provue for both listed dates and that no other discrepancies had been noted to other patient samples. All gel cards listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications. No chronic errors observed with the provue.

Manufacturer narrative:
Ocd performed batch review and complaint review by lot for both 022713037-31 and 080713037-16. All results were satisfactory. The actual gel cards were not available to be sent to ocd for further investigation. Lot 022713037-31 had expired and retain testing could not be performed. A retain sample of lot 080713037-16 was tested and performed as expected. (B)(4).